Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of implants.

Manufacturer narrative:
Revision tkr performed on (B)(6) 2017 at calvary wakefield. All components removed due to loosening off implants and pain. Patient had a first revision on (B)(6) 2012. Implant stickers available. No other information available. All implants were removed except the universal stem 14 x 75 mm was not in the patient on revision today. The primary case was not with depuy synthes implants. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.